Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported hypotension and subsequent death may have been due to a clot that traveled down the coronary resulting in a myocardial infarction during procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00480, 3005334138-2020-00481. During a ventricular tachycardia (vt) / left ventricle (lv) substrate ablation procedure, the patient expired. The patient became hypotensive during the procedure and there was no movement of the lv wall. An intracardiac echocardiography confirmed there was no effusion present. Hypotensive medication was administered, and cardiopulmonary resuscitation was started. The lv was structurally intact as confirmed by transesophageal echocardiogram (tee). The lv wall motion never resumed, CPR continued for 30-40 minutes; however, the patient expired. The physician stated that a clot most likely traveled down the coronary resulting in a myocardial infarction during procedure. There were no performance issues with any abbott devices.